Manufacturer narrative:
Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 19 feb 2025 from a supply chain manager at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. Although requested, additional information was not provided. There was no report of adverse impact to the user or patient.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer.